Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medbank app was frozen. A technical support specialist (tss) closed the run time debugger and reopened the medbank application. This action restored normal functionality. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medflex 1000, medbank application was frozen. The customer states that the users were encountering a runtime error when attempting to access or perform actions in the medbank. However, there were no delay to patient care and adverse events or injuries reported based on this incident.